Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, nurse call was pushed in was observed during testing. The device¿s nurse call needs to be replaced to address the issue. The unit will be returned unrepaired.